Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08780 inches. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2021 with blood glucose of 43 to 49 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering as it was delivering insulin even when they were low. Troubleshooting was not completed. The insulin pump will not be returned for analysis.